Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline prostheses experienced left sided baker grade IV capsular contracture and right sided device migration post procedure. The left implant felt hard like a rock, inflamed, and there was pressure. Both implants felt like they were moving. Magnetic resonance imaging was performed in 2018 and mammography performed in (B)(6) 2019 and capsular contracture was ultimately diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2020-01162 for contralateral prosthesis report.